Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the last successful recharge session was three weeks ago. It was unknown why recharging was not maintained, but a possible cause was the unrelated broken connector pin. The inability to recharge was discovered when the replacement insr was received. There was no communication with the insr, patient programmer (pp), or the clinician programmer. Last friday, the manufacturer representative met with the patient and was not able to charge the implantable neurostimulator (ins). They did a physician recharge mode (prm) and they were able to charge normally and the patient reported seeing a power on reset (por) on an external component on last friday after the prm was done. Today in the clinic, the clinician programmer would not communicate with the ins. The patient did not bring in the insr, so they were unable to do a prm or further troubleshooting. When the patient had access to the insr, it was reviewed to try an antenna locate (al) to optimize recharge position and try normal recharge. If they could not do normal charging, reviewed doing prm in clinical environment. Reviewed that the patient can call in to help clear por. Reviewed that patient may have created another overdischarge situation. The pain management was on the ¿fritz¿. The stimulation was not as strong. She usually charged 1x/month and had last charged about 4 weeks ago. The patient mentioned charging a little less than 1x/month because her stimulation did not feel as strong. It was additionally reported by the healthcare provider (hcp) that the patient¿s device was not working. The patient met the representative again and a prm was executed. The patient came home to charge, but she was not able to charge the ins and she was not getting a por message; however the representative contradicted this information and stated the patient did see a por. It was reviewed with the representative that the pp or recharger would not communicate with the ins. Her ins was overdischarged a year ago. She did not have a hcp and would like to get hcp names in her area. She thought her ins was "shot". It was reviewed that repositioning the antenna and turning the dial and the patient said she had done all those things and she was not able to charge. The indication for therapy was complex reg pain syndrome type I. Additional information provided reported that the patient removed and replaced their stimulator in order to resolve the overdischarge issue. It is unknown if the defective product will be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.